Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was fractured along the tip, rendering the device inoperative. The device shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode and potential harm was previously identified. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during an internal fixation surgery, the tip of an intertan 7.0mm comp screw starter drill broke. Incident occurred while instruments were inside the patient. Surgery was resumed, with a delay of less than or equal to 30 minutes, using a back-up device. Patient was not injured as consequence of this problem.